Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information the device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "alternative pacing strategies following transcatheter tricuspid valve interventions: procedural challenges and lessons learned" was reviewed. The article presented a retrospective single center study, to evaluate the feasibility of non-tranvalvular pacing strategies including coronary sinus (cs) or leadless pacemaker (lp) placement, following ttci. Devices mentioned include mitraclip, triclip and non-abbott devices. The article concluded that alternative non-transvalvular pacing strategies may be feasible and safe in patients who require pacing following ttvi. Pre-procedural planning with a multidisciplinary approach can help optimize procedural success. Further studies and longer-term follow-up are warranted. [The primary author and corresponding author was deepak saluja at department of medicine, columbia university irving medical center, new york, united states with corresponding email a.saluja@columbia.edu]. The time frame of the study was january 2020 to december 2024. A total of 137 patients were included in this study, of which an unknown amount of patients received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included atrial fibrillation, hypertension, diabetes, cerebrovascular disease, rheumatic heart disease. (B)(4), unk mitraclip peri- and post-procedural complications included arrhythmia, pacemaker implant, prolonged hospitalization. (B)(4), unk triclip peri- and post-procedural complications included arrhythmia, pacemaker implant, prolonged hospitalization.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, hypertension, diabetes, cerebrovascular disease, rheumatic heart disease. Complications reported included arrhythmia, pacemaker implant, prolonged hospitalization, and off-label use; these complications are anticipated for the procedure and subject population. The reported off-label use was associated with using a mitraclip on the tricuspid valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "alternative pacing strategies following transcatheter tricuspid valve interventions: procedural challenges and lessons learned" was reviewed. The article presented a retrospective single center study, to evaluate the feasibility of non-tranvalvular pacing strategies including coronary sinus (cs) or leadless pacemaker (lp) placement, following ttci. Devices mentioned include mitraclip, triclip and non-abbott devices. The article concluded that alternative non-transvalvular pacing strategies may be feasible and safe in patients who require pacing following ttvi. Pre-procedural planning with a multidisciplinary approach can help optimize procedural success. Further studies and longer-term follow-up are warranted. [The primary author and corresponding author was deepak saluja at department of medicine, columbia university irving medical center, new york, united states with corresponding email a.saluja@columbia.edu]. The time frame of the study was january 2020 to december 2024. A total of 137 patients were included in this study, of which an unknown amount of patients received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included atrial fibrillation, hypertension, diabetes, cerebrovascular disease, rheumatic heart disease. (B)(4), unk mitraclip peri- and post-procedural complications included arrhythmia, pacemaker implant, prolonged hospitalization. (B)(4), unk triclip peri- and post-procedural complications included arrhythmia, pacemaker implant, prolonged hospitalization.